Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(6), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While attempting to insert the dilator after the needle, the tip of the dilator spilt. A new micropuncture kit used to complete the procedure. No portion of the device remained in the patient. No additional procedures were required. No adverse were associated in this event.